Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was lost to follow up and when seen in clinic they had a monitor voltage of 2.28 volts with a 32 second charge time. Boston scientific technical services (ts) was contacted and discussed that the device reached end of life (eol) due to charge time of greater than 30 seconds. Ts discussed the functions of the device that remain available and that change out is recommended. No adverse patient effects were reported. Additional information received from the local sales representative states that this patient will be scheduled for a future replacement procedure. The patient is currently in the hospital for patient symptoms that are not related to the ICD.

Manufacturer narrative:
At this time the ICD remains in service. Should additional information become available this invesitgation will be updated.